Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose was 400 mg/dl. Customer treated with the pump. Customer stated that she had a no delivery alarm. Customer has a back-up plan and has treated with a manual injection. Customer stated that the alarm just occurred during basal. Customer stated that the no delivery alarm is recurring. Customer stated that the issue has not been resolved. Customer stated that the alarm was resolved by a complete set change. Customer was advised that the pump is working as designed. Customer also received a failed battery test and noticed that her cannula was bent. Troubleshooting was performed and customer was advised that a replacement battery cap will be sent. Customer stated that she does not receive frequent failed battery test alarms and the alarm was not cleared before inserting the battery. Customer was advised to monitor the pump.